Manufacturer narrative:
Philips service replaced the power supply unit and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the l-arm geometry was freezing due to power supply failure on an azurion 7 m12. The clinical use of the system was unknown. There was no reported patient or user harm.